Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screw on the instrument broke into two pieces. All pieces were recovered. This did not delay the surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported damage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: b5, d10. Corrected: h3.

Event description:
Additional information received indicated that the piece that broke was part of the screw that is used to tighten the box trial to the femoral trial.